Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was approximately 250 mg/dl.